Event description:
It was reported that during testing of this handpiece in the forward mode, it would not shut off. There was no report of pt involvement, injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation findings: the handpiece was returned for investigation and the reported problem confirmed. During testing, it was found that the device operates in the forward position with the safety mode engaged. This problem is related to controller failure. An investigation for this failure mode remains in process. Conmed linvatec will continue to monitor this product for failures.